Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer inspected the system remotely and identified an issue: the system was not started. Upon functional testing switching not possible occurred on the tsm. The fse replaced flexvision pc in case ID (B)(4). After the replacement of the flexvision pc, the system was returned to use in good working order. These codes were updated based on investigation outcome.

Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. No harm has been reported to philips.